Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a temporary loss of continuous glucose monitor (cgm) signal from a dexcom g7 to the ilet, after which sensor readings resumed and blood glucose was reportedly not affected. No adverse clinical symptoms reported. Outcomes included no impact on health, therapy, or hospitalization. User support included user education and troubleshooting for cgm-to-ilet connectivity. Investigation of this case revealed a transient communication interruption between the cgm and the ilet, with normal function restored and no device component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent signal loss consistent with external communication factors.